Manufacturer narrative:
Based on the information obtained regarding the device, kci found evidence that the device had a collapsed power switch. There is no injury associated with this event. Kci is reporting this event as a device malfunction that has the potential to result in injury if it were to recur. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician.

Event description:
On 07-dec-2019, the following information was reported to kci by the patient: the activ.a.c.¿ therapy system allegedly shut off. On 13-nov-2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications prior to patient placement. On 14-nov-2019, the device was placed with the patient. On 18-dec-2019, kci quality engineering performed an evaluation of the device found the power button was collapsed.